Manufacturer narrative:
One (1) opened sample was returned to the site in relation to this complaint. The returned sample was visually inspected and this inspection can confirm the condition as experienced by the customer. Based on similar complaints for the same issue reported by the customer a formal corrective/preventative action (CAPA) has been initiated to determine a root cause and investigate all complaints re lated to tubing issues. The CAPA was opened after the manufacturing of the reported lot and therefore has been addressed and implemented from the CAPA. The associated data will be fed into the risk management quarterly report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 6/20/2017. An investigation is currently under way; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the tubing was kinked and the corrugated tubing sleeve detached. Discovered before use.